Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of a type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctagac). The type b aortic dissection occurred one month ago and was associated with lower extremity ischemia, a decreased ankle-brachial index (abi), and difficulty walking. The ctagac device was deployed with its proximal radiopaque marker aligned just below the left subclavian artery. Following the implantation of the ctagac, non-gore aortic stent devices¿two zenith dissection endovascular stents and one zenith alpha distal extension¿were deployed distal to the ctagac. Final angiography revealed a reduced blood flow to the left subclavian artery. A blood pressure difference of approximately 30 mmhg was noted between the left and right arms. No treatment was performed, and the patient was decided to be monitored. The physician reported encountering resistance within the ctagac when delivering the non-gore devices, suggesting that the ctagac may have migrated proximally, leading to partial coverage of the left subclavian artery.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: migration, branch vessel occlusion or obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.